Event description:
Siderail on the patient right head side did not latch properly. The spring that is mounted between the pins that lock the siderail, when it is in the up position was bent and not forcing the locking pins outward. A hill-rom technician replaced the spring with leftover mod kits.